Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer issue. A field service disassembled the medcard adapter entirely and reconnected the components and card to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. A supplemental will be created if additional information is received from the customer.

Event description:
It was reported when using the pyxis medstation es system had multiple drawer failures. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.